Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, and the lens tore. There was no patient contact and the backup lens was implanted with no problem. The reporter indicated the cause was unknown.